Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the pilot balloon went out of line of inflation while this device was in use on the patient. The operator of the device was a health professional. The sample was available for return. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: corrected. D9: date returned to mfg.: 12/3/2024 h3 and h6. Codes: updated. One device was received for evaluation. Under visual inspection the inflation line was detached from pilot balloon. The complaint was confirmed. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.